Event description:
Information was received from a trial patient. It was reported the patient suspected they had a urinary tract infection (uti); they would be seeing their healthcare provider (hcp) this afternoon at 3:30pm to have a urine sample taken and culture to determine if they had a uti. The patient did not know the event date as all the days run together, however they noticed yesterday morning and was not sure when they first noticed.